Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not working; the calibration could not be done by the stylus touch-pen. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer display would not calibrate to the stylus. It was indicated that the display connector was cleaned and reseated. It was also indicated that the cover and power cord were damaged. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair.